Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station was slow and crashing while the user was attempting to pull medication. A technical support specialist (tss) dialed into the station and found the database size at 7589mb. A powershell script was executed to shrink the database, reducing it to 7042mb. After rechecking, the size was 7079mb. Then, the tss confirmed with the customer that the station was running smoothly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the station was slow and crashing while the user was attempting to pull medication, and it fails to reboot afterward. To restore functionality, pharmacy staff must manually perform a power cycle and wait for the battery to fully discharge before the device can successfully reboot. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. However, there were no adverse events or injuries reported based on this event.